Event description:
Customer reports to have experienced button malfunction. Customer's blood glucose was 82 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump had intermittent button response due to moisture damage on the keypad traces. Moisture damage was found on the electronic assembly. The insulin pump had a scratched display window, cracked case near the display window corners, cracked reservoir tube lip, cracked battery tube threads, a stained address and serial number label and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)